Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12-sep-2025, it was reported that a beta bionics ilet user experienced repeated alert code 38 notifications over several days, which persisted through multiple supply changes. A dry run was successfully completed, and the user performed a supply change using new supplies from different boxes without further issue. There was no report of end-user harm or adverse event associated with this case.